Event description:
Office mgr sent and e-mail to sciton sales mgr with a photograph attached describing a male patient's treatment and subsequent blisters. The rn at the clinic performed the treatment with the following settings: 515 nm filter, 9j, 20 ms, 20 deg c on upper thigh and lower leg. The upper thigh did not have an adverse event.

Manufacturer narrative:
The treating clinician noted that she sent the patient home with instructions of silvadene cream application. She did not know exactly how many pulses were given. She said in retrospect she felt the patient had residual tan and has vascular insufficiency that could have influenced the strong response to the treatment. There is no evidence that there was a device malfunction. No further adverse events have been reported by this practice.